Event description:
The right ventricular (rv) lead was suspected to be fractured and displayed noise. The lead also triggered a lead integrity alert (lia). Noise was reproducible with left arm raises. Detections were extended through reprogramming and later the lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).